Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case in the carton. Solution was dried on the lens. One haptic was broken in the distal area. The broken haptic portion was not returned. The optic was broken into three pieces, returned one atop the other in the lens case. The associated cartridge was not returned for an evaluation. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The reported torn lens damage was observed. The lens was returned in three broken pieces and broken haptic damage was also observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The complaint was reported as "torn while injecting". The form indicated the amount of viscoelastic as "enough to fill the base of cartridge". It is unknown what was considered as the "base of the cartridge" by the customer, therefore it is not possible to determine if an adequate amount of viscoelastic was used. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Qualified associated products were used. The questionnaire indicated that the lens was in the injector for less than a minute before implanting. This amount of time is within the recommended time frame per the IFU. Company lens IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens (iol) damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that iol was intact prior to injecting, but became torn while injecting. Iol was then explanted during initial procedure and a new iol was inserted. Additional information has been requested. New information received and stated there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).